Event description:
Real, r., linhares, p., fernandes, h., rosas, m. J., gago, m., f., pereira, j., vaz, r. Role of tc-sulesomab immunoscintigraphy in the management of infection following deep brain stimulation surgery. Neurol research international. 2011;2011:817951. Doi: 10.11 55/2011/817951. Summary: the authors evaluate the potential role of immunoscintigraphy with tc-labelled antigranulocyte antibody fragments (tc-sulesomab) in the management of infection in parkinson's disease (pd) patients following deep brain stimulation (dbs), the presence of which correlates with the extent of infection, thus allowing the differentiation of patients who should remove the entire system vs. Those who could receive a more conservative treatments; and helping to determine the most appropriate timing for re-implantation. This study looked at 8 patients with pd who had been implanted with bilateral dbs in the subthalamic nucleus (stn) between (B)(6) 2002 and (B)(6)2008 and had persistent device-related skin erosion and/or infection. The leads and stimulator were placed in a single stage procedure. Each patient experienced skin erosion and/or infection that was treated with antibiotics, but had persistent or recurrent wound dehiscence. Immunoscintigraphy was then performed between (B)(6) 2009 and aptial 2010 and each patient was then subjected to wound debridement alone or in combination with either partial or complete hardware removal. Reported event: a male patient who was implanted with dbs for pd at the age of (B)(6) presented with wound dehiscence of the retroauricular incision. The patient had a staph. Aureus infection, had been treated with antibiotics and had one surgery prior to the study in which the ipg and extension cables were removed. Because of the persistent or recurrent wound dehiscence a tc-sulesomab immunoscintigraphy was performed. The tc-sulesomab immunoscintigraphy showed focal uptake (retroauricular). A surgery was performed during which purulent exudate was found around the electrode protective caps. The patient was subjected to wound debridement and removal of the electrode protective caps. The infection did not heal and resulted in an additional surgery to remove both electrodes. The infection healed. At a three-month follow-up the patient underwent a repeat immunoscintigraphy scan which was positive for increased tc-labeled sulesomab uptake and also had dementia. The patient was not re-implanted. See literature article attached in MFR report# 3007566237-2011-09329.

Manufacturer narrative:
Unk implanted: unk explanted: unk lead model neu_unknown_lead lot# unknown serial# unk implanted: unk explanted: unk lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.